Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, five days after implant, the right atrial (ra) lead had a microdislodgement and exhibited undersensing of p-waves. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.